Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cl-190 device exhibited a black and white image. According to the reporter, white balance testing was performed however, the issue was not resolved. Troubleshooting was performed by removing dust with canned air and it did not resolved the issue. Further troubleshooting was performed by cable reset and use of another cable, however the problem was not resolved. Image was distorted and would freeze. The device will be sent for further evaluation and repair. There was no patient involvement on this report. There was no user impact or harm was reported.